Manufacturer narrative:
A supplemental MDR is being submitted for imaging review. The section h10 (narrative text) of this report has been updated.  Procedural cine images were submitted for review. The following observations and impression were made by an edwards physician proctor.  Aortic root angiogram shows significant aortic valve (av) calcifications. The first bav and second bav were performed with no contrast reflux. The third bav showed no contrast reflux, but there was a movement of calcium chunks outwards.  Another root angiogram with shot to left coronary artery (lca) was performed; stenosis and contrast extravasate were visible at the left coronary cusp (lcc). Impression / recommendations: heavily calcified av with several bav¿s performed. Calcium chunks moving outwards with perforation visible at the lcc (contrast extravasate). Patient underwent pericardiocentesis and surgical avr.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient factors that could contribute to coronary artery perforation, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, and obliterated coronary sinuses. Procedural factors such as plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors.  The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per report, the coronary sinus perforation was due to patient factors (severe calcification).  There was no allegation or indication a device malfunction contributed to this adverse event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, during a transcatheter aortic valve replacement (tavr) procedure, after pre-dilation with 25mm edwards balloon valvuloplasty catheter (bav) the patient became hypotensive, and a pericardial effusion due to perforation of the left coronary sinus by a calcium spike. A pericardiocentesis was performed and surgical treatment was required. The surgical procedure was uneventful. An edwards surgical valve was implanted. The patient was stable and transferred for post management care for discharge. Per report, the patient have a vao, presenting with severe calcification and valve annulus.